Event description:
It was reported that the patient underwent an unspecified surgery. Since the procedure the patient has complaints of having had a terrible recovery. Reportedly, the patient has had his lower esophagus repaired, breathing difficulty, is unable to have sex, has had two heart attacks from pain, has new spinal stenosis, depression, psychological problems and is now 100% disabled .

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records was not possible without additional device information.